Event description:
It was reported that a pt had redness and a small ulceration in a 1.5 x 1.0 cm area of skin around his pump. The ulceration drained a "small" amount of purulent fluid that appeared "yellowish" in color. A possible infection was indicated. No cultures were performed. No (B)(4) or (B)(4) study were performed. The pt's pump and "partial" catheter were explanted on (B)(6) 2011. The medication administered via the pump was: baclofen (concentration of 1,000 mcg/ml) at a daily dose of 71.1 mcg/day; morphine (concentration of 10 mg/ml) at a daily dose of 0.711 mg/day; and bupivacaine (concentration of 30 mg/ml) at a daily dose of 2.134 mg/day. The pt's outcome was noted as "unk at this time". Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).